Manufacturer narrative:
Concomitant medical products: product ID: 37791, serial# unknown, product type: recharger. Product ID: 3487a-56, lot# v627348, implanted: (B)(6) 2011, product type: lead. Product ID: 3487a-56, lot# v627348, implanted: (B)(6) 2011, product type: lead. Product ID: 97740, serial# (B)(4), product type: programmer, patient. Product ID: 97754, serial# (B)(4), product type: recharger. Product ID: 3778-60, serial# (B)(4), implanted: (B)(6) 2011, product type: lead. Product ID: 3708220, serial# (B)(4), implanted: (B)(6) 2011, product type: extension. Product ID: a01411002, serial# unknown, product type: recharger. Product ID: neu_unknown, serial# unknown, product type: unknown. Product ID: neu_unknown, serial# unknown, product type: unknown. (B)(4).

Event description:
It was reported the patient had difficulties recharging since implant and they were charging more than expected. The recharger antenna was damaged. The patient had to recharge every other day because they use the implantable neurostimulator (ins) every day and their settings were 4.6 to 4.9v. The recharger belt was not easy to use and the patient had to charge lying down. The recharger was placed right over the ins and the patient only got four coupling boxes. During troubleshooting the patient turned the antenna dial 1/4 and they had two coupling boxes. The patient turned the dial another 1/4th and they got zero coupling boxes and a beep saying it was not connecting. The patient used a spacer and they could feel the ins under their skin. Since implant the ins had moved around in the pocket and it had been kind of painful and tender. At the time of this report the ins was almost dead. No interventions or outcome were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow up report will be sent.

Manufacturer narrative:
After review of additional information is was determined that intervention had not been required, elected replacement of battery. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a manufacturer representative reported that there was no known cause that might have affected charging, and upon looking at their charging history everything had looked ok. The patient insisted that they wanted a new battery and the battery was replaced. No further complications were reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a manufacturer's representative. The representative reported that the patient had battery replacements; they stated that the only battery that was not replaced due to normal battery depletion was the restore sensor sure scan which was implanted on (B)(6)2014. They didn't know the history of it but they thought the ins wasn't holding a charge the right way. No further complications reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.